Event description:
It was reported that the patient had been feeling fatigued with some pounding in his chest. The patient received 10 to 15 shocks, and was taken to the hospital. It was reported that the lead was fractured. The pace/sense portion was capped and replaced. It was also reported that the atrial port was unable to be tightened, and that there was noise and oversensing. The device was replaced. No further patient complications have been reported as a result of this event. The patient further reported that the lead failed and that the patient was shocked 72 times.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the analyst noted that the setscrew was rounded and misaligned in the connector block.